Event description:
Event description boston scientific received information that this device, which had been implanted for three years, was explanted and replaced. Premature battery depletion was suspected.